Manufacturer narrative:
No button error alarm was noted. The pump was received with intermittent button response due to corroded keypad traces. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked reservoir tube, missing end cap sticker and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that he was sleeping and the pump alarmed button error. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.